Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue, and the malfunction code displayed was malf 16, which is not resettable. There was no reported impact to the customer's blood glucose level, as the customer declined to answer whether levels exceeded 500 mg/dl. The customer switched to an alternate method, multiple daily injections (mdi), to ensure continuous insulin delivery. Tandem technical support confirmed the shipping address and arranged for a replacement pump, instructing the customer to put the faulty pump into storage mode and return it using a pre-paid label within 10 days, which the customer acknowledged.